Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: -was surgery delayed due to the reported event? Unknown, -was procedure successfully completed? Unknown, -were fragments generated? Unknown, -if yes, were they removed easily without additional intervention? Unknown, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, -is the patient part of a clinical study: unknown, attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Was any leakage or product solution observed at the luer locks connection? 5. Were there any unexpected outcomes or complications as a result of the event? 6. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The scrub nurse could not unscrew the luer lock despite multiple attempts. It's a lap case, and they needed to unscrew in order to change to the lap applicator. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number. Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received: lnstituto grifols, s.a. (Ig) upon the reception of the reported incident, additional information was requested to support the investigation, including the experience of the user, the presence of any leakage observed at the connection, as well as the availability of pictures of the device involved. To date, no additional information has been provided, and the involved sample has not been received for evaluation. According to lnstituto grifols, s.a (ig) standard procedures, an investigation was initiated focusing on the following: 1) investigation of the dual applicator tip considering the nature of the reported incident, ethicon, as supplier of veraseal dual applicator, was requested to carry out an investigation of the manufacturing of the tips involved in the product batch. The investigation focused on reviewing the results of batch records for the batches of tips used. Ethicon concluded that all the components utilized for the batches involved met the established specifications with no incidents related. 2) results of quality control performed at ig facilities according to ig standard procedures, the results of the quality controls performed to the incoming materials (tips) involved in the notification were reviewed. A review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch, a04j186601, was performed. The results were found correct and no deviations were detected. Even though a definitive root cause could not be determined, since no anomalies were detected during the manufacturing process of the tips and the results of the incoming inspection were within specifications, it can be concluded that the reported issue is not related to the quality of the components used. It should be noted that the investigation carried out in ig has been limited by the lack of essential information, including the absence of pictures and the sample for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.